Manufacturer narrative:
Result: lid.

Event description:
It was reported by service report that the bed had a broken footboard lid with sharp edges from the hinges. No patient involvement or adverse consequences are reported.